Event description:
It was reported that during a lap gastric bypass procedure, the device displayed an error code 5. Another device was used to complete the procedure. There was no adverse consequence to the patient.